Manufacturer narrative:
The reported complaint of "potential leak from the solex 7 catheter (lot # 165868)" was confirmed during functional testing of the returned catheter. A pinhole leak was observed from the proximal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed and found that the catheter shaft was kinked at the proximal end of the serpentine balloon, located 3 inches away from the catheter tip. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. In addition, dried blood residue was observed in the serpentine balloon and inside the luered tubings. No other issues or physical damage was observed. A functional flushing test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except for the in/out luers due to the blood clogging the lines. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the proximal end of the serpentine balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for solex 7 catheter with lot number 165868.

Event description:
A solex 7 catheter (lot # 165868) was smoothly inserted into a patient's subclavian vein for ivtm therapy. A central line was also inserted in a different site for medical purposes. After the catheter insertion was completed, a portable chest x-ray and electroencephalogram (eeg) were done at the bedside. The treatment started and continued with no reported issue. The re-warming phase of the treatment was completed successfully, and the catheter was due to be removed. During the normothermia phase after re-warming, the nurse noted blood tinge in the catheter tubing. The nurse contacted zoll and with the help of the zoll tech support, a catheter leak check was performed per the zoll's new IFU instructions. The presence of the blood thing was confirmed, indicating a potential catheter balloon leak. It is unknown whether the saline bag was replaced at any point during the treatment. No "air trap" alarm was reported, and it is unknown if the thermogard console went into standby mode. The quantity of saline possibly infused into the patient's bloodstream is also unknown. The catheter was smoothly removed from the patient's body as the treatment had been completed. The dwell time of the catheter was about 4 days. No consequences or impact to the patient.

Event description:
A solex 7 catheter (lot # unknown) was inserted into a patient's subclavian vein for ivtm therapy. During the normothermia phase of the treatment, blood tinge was noted in the catheter tubing, indicating a potential catheter balloon leak. While on a call with zoll tech line, the customer received assistance and troubleshot the issue per the zoll's new IFU instructions. No "air trap" alarm was reported, and it is unknown if the thermogard console went into standby mode. It is unknown whether the saline bag was replaced at any point during the treatment. The quantity of saline possibly infused into the patient's bloodstream is also unknown. The catheter was removed from the patient, as the rewarming phase of the treatment had been completed successfully. The dwell time of the catheter was about 4 days. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
B5 (describe event or problem) was corrected.

Event description:
A solex 7 catheter (lot # 165868) was smoothly inserted into a patient's subclavian vein for ivtm therapy. A central line was also inserted in a different site for medical purposes. After the catheter insertion was completed, a portable chest x-ray and electroencephalogram (eeg) were done at the bedside. The treatment started and continued with no reported issue. The re-warming phase of the treatment was completed successfully, and the catheter was due to be removed. During the normothermia phase after re-warming, the nurse noted blood tinge in the catheter tubing. The nurse contacted zoll and with the help of the zoll tech support, a catheter leak check was performed per the zoll's new IFU instructions. The presence of the blood thing was confirmed, indicating a potential catheter balloon leak. Based on the available information, it is unlikely that the saline bag was replaced prior to the leak check. No "air trap" alarm was reported, and it is unknown if the thermogard console went into standby mode. The quantity of saline possibly infused into the patient's bloodstream is also unknown. The catheter was smoothly removed from the patient's body as the treatment had been completed. The dwell time of the catheter was about 4 days. No consequences or impact to the patient.